Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the white teflon pad of the passive jaw of the device tore off. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: potential reuse the device was returned in good visual condition. During the visual inspection of the instrument, it was noted that the tissue pad was damaged and melted. The device was tested for functionality and the hand activation buttons did not function. The device was disassembled to examine the condition of the internal components. Moisture was found under the domes of the internal hand activation buttons. This affected the functionality of the hand activation buttons. Due to the moisture discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion to the device. The evidence that was found on the instrument was: tissue pad damaged and melted and moisture under the domes.

Manufacturer narrative:
(B)(4). Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.